Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 125 ohms. Technical services reviewed the available data and confirmed there had been a subtle gradual increase in both pacing, sensing and shock impedance over the past year. Additionally, the pacing thresholds were stable. The presenting egm were clean and free of artifact. The patient was scheduled to be seen in the clinic for further evaluation. At this time, this rv lead remains in service and there were no additional adverse patient effects reported.